Manufacturer narrative:
A general reagent issue was excluded. It was noted that the service visit was cancelled due to the issue being resolved without action. The investigation was unable to determine the exact cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number is 861168. The expiration date is may 2026. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 3 patient samples on a cobas c 303 analytical unit. Sample 1: the initial result was 16 mg/dl, and the repeated result was 9 mg/dl. Sample 2: the initial result was 4.01 mg/dl, and the repeated result was 9.31 mg/dl. Sample 3: the initial result was 7.63 mg/dl, and the repeated result was 8.95 mg/dl. The samples were repeated because the initial results did not match the patient's clinical history. The repeated results were believed to be correct.